Manufacturer narrative:
(B)(4). The patient is doing great and the dr. Reported that he now thinks that he probably fired the stapler over a clip and that caused the issue. The analysis results found that the (B)(4) device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a vats procedure. The device was being used to staple the pulmonary vein and the device did not produce a complete staple line. Unknown how the staple line was repaired. The case was converted to an open procedure. (B)(6).